Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') and thyroid mass ('thyroid nodules') in a 35-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic depression in 2002, non-insulin-dependent diabetes mellitus in 2002, parity 4, drug allergy (allergy with spasfon and codein), gout, nickel sensitivity (since the age of 5 or 6 years) and genital bleeding. Previously administered products included for an unreported indication: iud and luteran. Concomitant products included furosemide (lasilix) for oedema peripheral as well as calcium, hydrocortisone, magnesium, metformin (metformine) and vitamins [umbrella term]. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dysuria ("urinary burns during the first miction after essure insertion"). In 2010, the patient experienced polymenorrhoea ("menstruations every other week"). In (B)(6) 2012, the patient experienced secondary adrenocortical insufficiency ("adrenal insufficiency on empty sella turcica"). In 2013, the patient experienced the first episode of tendon rupture ("torn tendon (accident at work)"). In (B)(6) 2014, the patient experienced hypothyroidism ("thyroid insufficiency") and was found to have blood parathyroid hormone decreased ("parathyroid insufficiency"). In (B)(6) 2014, the patient experienced chronic depression ("chronic depressive syndrome"). In 2014, the patient experienced thyroid mass (seriousness criterion medically significant), sleep apnoea syndrome ("severe sleep apnea/sleep apnea syndrome"), fatigue ("tiredness"), malaise ("malaise") and paraesthesia ("tingling in hands and feet"). In (B)(6) 2016, the patient experienced obesity ("morbid obesity, from 70-75 kg before essure to 139 kg"). In 2017, the patient experienced hypoglycaemia ("severe hypoglycemia / hypoglycemic episodes"), dizziness ("dizziness"), asthenia ("weakness in the mornings / asthenia "), the second episode of tendon rupture ("torn tendon (accident at work)"), presyncope ("frequent vagal discomfort") and fibromyalgia ("polyalgic syndrome"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria hospitalization and intervention required), pelvic pain ("pain"), adenomyosis ("adenomyosis"), dyspnoea ("breathing difficulties"), dysphagia ("difficulties to swallow"), depression ("depression"), myalgia ("muscle pain in lower limbs"), arthralgia ("joint pain / polyarthralgia"), osteoarthritis ("arthrosis"), bone pain ("bone pain"), muscle spasms ("cramps during the nights"), ligament sprain ("sprains"), dysgeusia ("taste of metal in the mouth"), visual impairment ("vision decreased"), amnesia ("memory loss"), anxiety ("anguish"), disturbance in attention ("concentration difficulties"), deafness ("hearing loss"), general physical health deterioration ("deterioration of general condition") and intermenstrual bleeding ("metrorrhagia") and was found to have uterine leiomyoma ("fibroma in the uterus / fibroids") and blood pressure decreased ("drop in blood pressure"). The patient was treated with levothyroxine sodium (levothyrox) and surgery (essure removal with hysterectomy on (B)(6) 2018, bypass surgery [interpreted as gastric bypass], after which patient lost 55 kg in 4 months and total thyroidectomy on 2014). Essure was removed on (B)(6) 2018. In 2015, the sleep apnoea syndrome, fatigue, malaise and paraesthesia had resolved. At the time of the report, the genital haemorrhage had resolved, the thyroid mass, pelvic pain, polymenorrhoea, uterine leiomyoma, adenomyosis, hypothyroidism, blood parathyroid hormone decreased, dyspnoea, dysphagia, blood pressure decreased, dizziness, depression, asthenia, arthralgia, osteoarthritis, muscle spasms, ligament sprain, dysgeusia, visual impairment, dysuria, the last episode of tendon rupture, anxiety, disturbance in attention, deafness, chronic depression, presyncope, fibromyalgia, general physical health deterioration and intermenstrual bleeding outcome was unknown, the secondary adrenocortical insufficiency, hypoglycaemia and bone pain had not resolved and the obesity, myalgia and amnesia was resolving. The reporter considered adenomyosis, amnesia, anxiety, arthralgia, asthenia, blood parathyroid hormone decreased, blood pressure decreased, bone pain, chronic depression, deafness, disturbance in attention, dizziness, dysgeusia, dysphagia, dyspnoea, dysuria, fatigue, fibromyalgia, general physical health deterioration, genital haemorrhage, hypoglycaemia, hypothyroidism, intermenstrual bleeding, ligament sprain, malaise, muscle spasms, myalgia, obesity, osteoarthritis, paraesthesia, pelvic pain, polymenorrhoea, presyncope, secondary adrenocortical insufficiency, sleep apnoea syndrome, thyroid mass, uterine leiomyoma, visual impairment, the first episode of tendon rupture, depression and the second episode of tendon rupture to be related to essure. The reporter commented: no allergy testing for nickel requested by the physician before the insertion of essure. The patient was hospitalized from (B)(6) to (B)(6) 2018 to investigate the alteration of her general health status, unable to walk due to problems. A psychological reason was mentioned. Then, essure was suspected by her physician. The patient reported a slow improvement of her health status since the removal of essure. In the complaint filed before the police department, mrs. M indicates that since the essure removal, the patient feels better. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75 kgs. Immunology test - on an unknown date: did not evidence any autoimmune disease. Magnetic resonance imaging - on an unknown date: did not evidence any disease. Magnetic resonance imaging abdominal - on an unknown date: evidence of adenomyosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-may-2021: no new clinical information. Imdrf-FDA synchronization. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding'), retirement ('retirement for disability') and thyroid mass ('thyroid nodules') in a 35-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic depression in 2002, non-insulin-dependent diabetes mellitus in 2002, parity 4, drug allergy (allergy with spasfon and codein), gout, nickel sensitivity (since the age of 5 or 6 years) and genital bleeding. Previously administered products included for an unreported indication: iud and luteran. Concomitant products included furosemide (lasilix) for oedema peripheral as well as calcium, hydrocortisone, magnesium, metformin (metformine) and vitamins [umbrella term]. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dysuria ("urinary burns during the first miction after essure insertion"). In 2010, the patient experienced polymenorrhoea ("menstruations every other week"). In (B)(6) 2012, the patient experienced secondary adrenocortical insufficiency ("adrenal insufficiency on empty sella turcica"). In 2013, the patient experienced the first episode of tendon rupture ("torn tendon (accident at work)"). In (B)(6) 2014, the patient experienced hypothyroidism ("thyroid insufficiency") and was found to have blood parathyroid hormone decreased ("parathyroid insufficiency"). In (B)(6) 2014, the patient experienced chronic depression ("chronic depressive syndrome"). In 2014, the patient experienced thyroid mass (seriousness criterion medically significant), sleep apnoea syndrome ("severe sleep apnea/sleep apnea syndrome"), fatigue ("tiredness"), malaise ("malaise") and paraesthesia ("tingling in hands and feet"). In (B)(6) 2016, the patient experienced obesity ("morbid obesity, from 70-75 kg before essure to 139 kg"). In 2017, the patient experienced hypoglycaemia ("severe hypoglycemia / hypoglycemic episodes"), dizziness ("dizziness"), asthenia ("weakness in the mornings / asthenia "), the second episode of tendon rupture ("torn tendon (accident at work)"), presyncope ("frequent vagal discomfort") and fibromyalgia ("polyalgic syndrome"). In (B)(6) 2019, the patient experienced retirement (seriousness criterion disability). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria hospitalization and intervention required), pelvic pain ("pain"), adenomyosis ("adenomyosis"), dyspnoea ("breathing difficulties"), dysphagia ("difficulties to swallow"), depression ("depression"), myalgia ("muscle pain in lower limbs"), arthralgia ("joint pain / polyarthralgia"), osteoarthritis ("arthrosis"), bone pain ("bone pain"), muscle spasms ("cramps during the nights"), ligament sprain ("sprains"), dysgeusia ("taste of metal in the mouth"), visual impairment ("vision decreased"), amnesia ("memory loss"), anxiety ("anguish"), disturbance in attention ("concentration difficulties"), deafness ("hearing loss"), general physical health deterioration ("deterioration of general condition") and metrorrhagia ("metrorrhagia") and was found to have uterine leiomyoma ("fibroma in the uterus / fibroids") and blood pressure decreased ("drop in blood pressure"). The patient was treated with levothyroxine sodium (levothyrox) and surgery (essure removal with hysterectomy on (B)(6) 2018, bypass surgery [interpreted as gastric bypass], after which patient lost 55 kg in 4 months and total thyroidectomy on 2014). Essure was removed on (B)(6) 2018. In 2015, the sleep apnoea syndrome, fatigue, malaise and paraesthesia had resolved. At the time of the report, the genital haemorrhage had resolved, the retirement, thyroid mass, pelvic pain, polymenorrhoea, uterine leiomyoma, adenomyosis, hypothyroidism, blood parathyroid hormone decreased, dyspnoea, dysphagia, blood pressure decreased, dizziness, depression, asthenia, arthralgia, osteoarthritis, muscle spasms, ligament sprain, dysgeusia, visual impairment, dysuria, the last episode of tendon rupture, anxiety, disturbance in attention, deafness, chronic depression, presyncope, fibromyalgia, general physical health deterioration and metrorrhagia outcome was unknown, the secondary adrenocortical insufficiency, hypoglycaemia and bone pain had not resolved and the obesity, myalgia and amnesia was resolving. The reporter considered adenomyosis, amnesia, anxiety, arthralgia, asthenia, blood parathyroid hormone decreased, blood pressure decreased, bone pain, chronic depression, deafness, disturbance in attention, dizziness, dysgeusia, dysphagia, dyspnoea, dysuria, fatigue, fibromyalgia, general physical health deterioration, genital haemorrhage, hypoglycaemia, hypothyroidism, ligament sprain, malaise, metrorrhagia, muscle spasms, myalgia, obesity, osteoarthritis, paraesthesia, pelvic pain, polymenorrhoea, presyncope, retirement, secondary adrenocortical insufficiency, sleep apnoea syndrome, thyroid mass, uterine leiomyoma, visual impairment, the first episode of tendon rupture, depression and the second episode of tendon rupture to be related to essure. The reporter commented: no allergy testing for nickel requested by the physician before the insertion of essure. The patient was hospitalized from (B)(6) 2018 to investigate the alteration of her general health status, unable to walk due to problems. A psychological reason was mentioned. Then, essure was suspected by her physician. The patient reported a slow improvement of her health status since the removal of essure. In the complaint filed before the police department, mrs. M indicates that since the essure removal, the patient feels better. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75 kgs. Immunology test normal - on an unknown date: did not evidence any autoimmune disease. Magnetic resonance imaging - on an unknown date: did not evidence any disease. Magnetic resonance imaging abdominal - on an unknown date: evidence of adenomyosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2020: some new informations were added: historical drugs (use of luteran and iud), medical history (bleedings under previous iud), adverse events added: chronic depression, frequent vagal discomfort, polyalgic syndrome, retirement for disability), start date of adverse events: asthenia, dizziness and hypoglycemic episodes.correction of date of birth was done.some laboratory datas were provided: did not evidence any autoimmune disease, magnetic resonance imaging and pelvic magnetic resonance imaging performed but not evidence any disease. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') and thyroid mass ('thyroid nodules') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included non-insulin-dependent diabetes mellitus in 2002, parity 4, drug allergy (allergy with spasfon and codein), gout and nickel sensitivity (since the age of 5 or 6 years). Concomitant products included furosemide (lasilix) for oedema peripheral as well as calcium, hydrocortisone, magnesium, metformin (metformine) and vitamins [umbrella term]. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dysuria ("urinary burns during the first miction after essure insertion "). In 2010, the patient experienced polymenorrhoea ("menstruations every other week"). In (B)(6) 2012, the patient experienced secondary adrenocortical insufficiency ("adrenal insufficiency on empty sella turcica"). In 2013, the patient experienced the first episode of tendon rupture ("torn tendon (accident at work)"). In (B)(6) 2014, the patient experienced hypothyroidism ("thyroid insufficiency") and was found to have blood parathyroid hormone decreased ("parathyroid insufficiency"). In (B)(6) 2014, the patient experienced chronic depression ("chronic depressive syndrome"). In 2014, the patient experienced sleep apnoea syndrome ("severe sleep apnea"), fatigue ("tiredness"), malaise ("malaise") and paraesthesia ("tingling in hands and feet"). In (B)(6) 2016, the patient experienced obesity ("morbid obesity, from (B)(6) before essure to (B)(6)"). In 2017, the patient experienced the second episode of tendon rupture ("torn tendon (accident at work)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria hospitalization and intervention required), thyroid mass (seriousness criterion medically significant), pelvic pain ("pain"), adenomyosis ("adenomyosis "), dyspnoea ("breathing difficulties"), dysphagia ("difficulties to swallow"), hypoglycaemia ("severe hypoglycemia"), dizziness ("dizziness"), depression ("depression"), asthenia ("weakness in the mornings"), myalgia ("muscle pain in lower limbs"), arthralgia ("joint pain "), osteoarthritis ("arthrosis"), bone pain ("bone pain"), muscle spasms ("cramps during the nights"), ligament sprain ("sprains"), dysgeusia ("taste of metal in the mouth "), visual impairment ("vision decreased"), amnesia ("memory loss"), anxiety ("anguish"), disturbance in attention ("concentration difficulties ") and deafness ("hearing loss ") and was found to have uterine leiomyoma ("fibroma in the uterus") and blood pressure decreased ("drop in blood pressure "). The patient was treated with levothyroxine sodium (levothyrox) and surgery (essure removal with hysterectomy, bypass surgery [interpreted as gastric bypass], after which patient lost 55 kg in 4 months and total thyroidectomy). Essure was removed on (B)(6) 2018. In 2015, the sleep apnoea syndrome, fatigue, malaise and paraesthesia had resolved. At the time of the report, the genital haemorrhage had resolved, the thyroid mass, pelvic pain, polymenorrhoea, uterine leiomyoma, adenomyosis, hypothyroidism, blood parathyroid hormone decreased, dyspnoea, dysphagia, blood pressure decreased, dizziness, depression, asthenia, arthralgia, osteoarthritis, muscle spasms, ligament sprain, dysgeusia, visual impairment, dysuria, the last episode of tendon rupture, anxiety, disturbance in attention, deafness and chronic depression outcome was unknown, the secondary adrenocortical insufficiency, hypoglycaemia and bone pain had not resolved and the obesity, myalgia and amnesia was resolving. The reporter considered adenomyosis, amnesia, anxiety, arthralgia, asthenia, blood parathyroid hormone decreased, blood pressure decreased, bone pain, chronic depression, deafness, disturbance in attention, dizziness, dysgeusia, dysphagia, dyspnoea, dysuria, fatigue, genital haemorrhage, hypoglycaemia, hypothyroidism, ligament sprain, malaise, muscle spasms, myalgia, obesity, osteoarthritis, paraesthesia, pelvic pain, polymenorrhoea, secondary adrenocortical insufficiency, sleep apnoea syndrome, thyroid mass, uterine leiomyoma, visual impairment, the first episode of tendon rupture, depression and the second episode of tendon rupture to be related to essure. The reporter commented: no allergy testing for nickel requested by the physician before the insertion of essure. The patient was hospitalized from (B)(6) 2018 to investigate the alteration of her general health status, unable to walk due to problems. A psychological reason was mentioned. Then, essure was suspected by her physician. The patient reported a slow improvement of her health status since the removal of essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') and thyroid mass ('thyroid nodules') in a 35-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included non-insulin-dependent diabetes mellitus in 2002, parity 4, drug allergy (allergy with spasfon and "codeine"), gout and nickel sensitivity (since the age of 5 or 6 years). Concomitant products included furosemide (lasilix) for oedema peripheral as well as calcium, hydrocortisone, magnesium, metformin (metformine) and vitamins [umbrella term]. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dysuria ("urinary burns during the first miction after essure insertion "). In 2010, the patient experienced polymenorrhoea ("menstruations every other week"). In (B)(6) 2012, the patient experienced secondary adrenocortical insufficiency ("adrenal insufficiency on empty sella turcica"). In 2013, the patient experienced the first episode of tendon rupture ("torn tendon (accident at work)"). In (B)(6) 2014, the patient experienced hypothyroidism ("thyroid insufficiency") and was found to have blood parathyroid hormone decreased ("parathyroid insufficiency"). In (B)(6) 2014, the patient experienced chronic depression ("chronic depressive syndrome"). In 2014, the patient experienced sleep apnoea syndrome ("severe sleep apnea"), fatigue ("tiredness"), malaise ("malaise") and paraesthesia ("tingling in hands and feet"). In (B)(6) 2016, the patient experienced obesity ("morbid obesity, from 70-75 kg before essure to 139 kg"). In 2017, the patient experienced the second episode of tendon rupture ("torn tendon (accident at work)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria hospitalization and intervention required), thyroid mass (seriousness criterion medically significant), pelvic pain ("pain"), adenomyosis ("adenomyosis "), dyspnoea ("breathing difficulties"), dysphagia ("difficulties to swallow"), hypoglycaemia ("severe hypoglycemia"), dizziness ("dizziness"), depression ("depression"), asthenia ("weakness in the mornings"), myalgia ("muscle pain in lower limbs"), arthralgia ("joint pain "), osteoarthritis ("arthrosis"), bone pain ("bone pain"), muscle spasms ("cramps during the nights"), ligament sprain ("sprains"), dysgeusia ("taste of metal in the mouth "), visual impairment ("vision decreased"), amnesia ("memory loss"), anxiety ("anguish"), disturbance in attention ("concentration difficulties ") and deafness ("hearing loss ") and was found to have uterine leiomyoma ("fibroma in the uterus") and blood pressure decreased ("drop in blood pressure "). The patient was treated with levothyroxine sodium (levothyrox) and surgery (essure removal with hysterectomy, bypass surgery [interpreted as gastric bypass], after which patient lost 55 kg in 4 months and total thyroidectomy). Essure was removed on (B)(6) 2018. In 2015, the sleep apnoea syndrome, fatigue, malaise and paraesthesia had resolved. At the time of the report, the genital haemorrhage had resolved, the thyroid mass, pelvic pain, polymenorrhoea, uterine leiomyoma, adenomyosis, hypothyroidism, blood parathyroid hormone decreased, dyspnoea, dysphagia, blood pressure decreased, dizziness, depression, asthenia, arthralgia, osteoarthritis, muscle spasms, ligament sprain, dysgeusia, visual impairment, dysuria, the last episode of tendon rupture, anxiety, disturbance in attention, deafness and chronic depression outcome was unknown, the secondary adrenocortical insufficiency, hypoglycaemia and bone pain had not resolved and the obesity, myalgia and amnesia was resolving. The reporter considered adenomyosis, amnesia, anxiety, arthralgia, asthenia, blood parathyroid hormone decreased, blood pressure decreased, bone pain, chronic depression, deafness, disturbance in attention, dizziness, dysgeusia, dysphagia, dyspnoea, dysuria, fatigue, genital haemorrhage, hypoglycaemia, hypothyroidism, ligament sprain, malaise, muscle spasms, myalgia, obesity, osteoarthritis, paraesthesia, pelvic pain, polymenorrhoea, secondary adrenocortical insufficiency, sleep apnoea syndrome, thyroid mass, uterine leiomyoma, visual impairment, the first episode of tendon rupture, depression and the second episode of tendon rupture to be related to essure. The reporter commented: no allergy testing for nickel requested by the physician before the insertion of essure. The patient was hospitalized from (B)(6) 2018 to investigate the alteration of her general health status, unable to walk due to problems. A psychological reason was mentioned. Then, essure was suspected by her physician. The patient reported a slow improvement of her health status since the removal of essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') and thyroid mass ('thyroid nodules') in a 35-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic depression in 2002, non-insulin-dependent diabetes mellitus in 2002, parity 4, drug allergy (allergy with spasfon and codein), gout, nickel sensitivity (since the age of 5 or 6 years) and genital bleeding. Previously administered products included for an unreported indication: iud and luteran. Concomitant products included furosemide (lasilix) for oedema peripheral as well as calcium, hydrocortisone, magnesium, metformin (metformine) and vitamins [umbrella term]. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dysuria ("urinary burns during the first miction after essure insertion"). In 2010, the patient experienced polymenorrhoea ("menstruations every other week"). In february 2012, the patient experienced secondary adrenocortical insufficiency ("adrenal insufficiency on empty sella turcica"). In 2013, the patient experienced the first episode of tendon rupture ("torn tendon (accident at work)"). In february 2014, the patient experienced hypothyroidism ("thyroid insufficiency") and was found to have blood parathyroid hormone decreased ("parathyroid insufficiency"). In april 2014, the patient experienced chronic depression ("chronic depressive syndrome"). In 2014, the patient experienced thyroid mass (seriousness criterion medically significant), sleep apnoea syndrome ("severe sleep apnea/sleep apnea syndrome"), fatigue ("tiredness"), malaise ("malaise") and paraesthesia ("tingling in hands and feet"). In may 2016, the patient experienced obesity ("morbid obesity, from 70-75 kg before essure to 139 kg"). In 2017, the patient experienced hypoglycaemia ("severe hypoglycemia / hypoglycemic episodes"), dizziness ("dizziness"), asthenia ("weakness in the mornings / asthenia "), the second episode of tendon rupture ("torn tendon (accident at work)"), presyncope ("frequent vagal discomfort") and fibromyalgia ("polyalgic syndrome"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria hospitalization and intervention required), pelvic pain ("pain"), adenomyosis ("adenomyosis"), dyspnoea ("breathing difficulties"), dysphagia ("difficulties to swallow"), depression ("depression"), myalgia ("muscle pain in lower limbs"), arthralgia ("joint pain / polyarthralgia"), osteoarthritis ("arthrosis"), bone pain ("bone pain"), muscle spasms ("cramps during the nights"), ligament sprain ("sprains"), dysgeusia ("taste of metal in the mouth"), visual impairment ("vision decreased"), amnesia ("memory loss"), anxiety ("anguish"), disturbance in attention ("concentration difficulties"), deafness ("hearing loss"), general physical health deterioration ("deterioration of general condition") and metrorrhagia ("metrorrhagia") and was found to have uterine leiomyoma ("fibroma in the uterus / fibroids") and blood pressure decreased ("drop in blood pressure"). The patient was treated with levothyroxine sodium (levothyrox) and surgery (essure removal with hysterectomy on (B)(6) 2018, bypass surgery [interpreted as gastric bypass], after which patient lost 55 kg in 4 months and total thyroidectomy on 2014). Essure was removed on (B)(6) 2018. In 2015, the sleep apnoea syndrome, fatigue, malaise and paraesthesia had resolved. At the time of the report, the genital haemorrhage had resolved, the thyroid mass, pelvic pain, polymenorrhoea, uterine leiomyoma, adenomyosis, hypothyroidism, blood parathyroid hormone decreased, dyspnoea, dysphagia, blood pressure decreased, dizziness, depression, asthenia, arthralgia, osteoarthritis, muscle spasms, ligament sprain, dysgeusia, visual impairment, dysuria, the last episode of tendon rupture, anxiety, disturbance in attention, deafness, chronic depression, presyncope, fibromyalgia, general physical health deterioration and metrorrhagia outcome was unknown, the secondary adrenocortical insufficiency, hypoglycaemia and bone pain had not resolved and the obesity, myalgia and amnesia was resolving. The reporter considered adenomyosis, amnesia, anxiety, arthralgia, asthenia, blood parathyroid hormone decreased, blood pressure decreased, bone pain, chronic depression, deafness, disturbance in attention, dizziness, dysgeusia, dysphagia, dyspnoea, dysuria, fatigue, fibromyalgia, general physical health deterioration, genital haemorrhage, hypoglycaemia, hypothyroidism, ligament sprain, malaise, metrorrhagia, muscle spasms, myalgia, obesity, osteoarthritis, paraesthesia, pelvic pain, polymenorrhoea, presyncope, secondary adrenocortical insufficiency, sleep apnoea syndrome, thyroid mass, uterine leiomyoma, visual impairment, the first episode of tendon rupture, depression and the second episode of tendon rupture to be related to essure. The reporter commented: no allergy testing for nickel requested by the physician before the insertion of essure. The patient was hospitalized from 14-may to 02-jun-2018 to investigate the alteration of her general health status, unable to walk due to problems. A psychological reason was mentioned. Then, essure was suspected by her physician. The patient reported a slow improvement of her health status since the removal of essure. In the complaint filed before the police department, mrs. M indicates that since the essure removal, the patient feels better. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75 kgs. Immunology test - on an unknown date: did not evidence any autoimmune disease. Magnetic resonance imaging - on an unknown date: did not evidence any disease. Magnetic resonance imaging abdominal - on an unknown date: evidence of adenomyosis. Quality-safety evaluation of ptc: unable to confirm complaint . Amendment: the report was amended for the following reason: after internal review of the source documents and evaluation of the events, the event "retirement" was deleted due to not to be clearly presented in the source documents as an event. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.